Event description:
The user facility reported a cutting accessory fractured during a craniotomy procedure. The user facility reported that a revision procedure was performed, and the cutting accessory fragment was successfully retrieved. No additional adverse consequences have been reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported a cutting accessory fractured during a craniotomy procedure. The user facility reported a revision procedure was performed and the cutting accessory fragment was successfully retrieved. No additional adverse consequences have been reported.